Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic operating console had problem with lamp from the light fiber module. Procedure details and patient impact have not been provided. Additional information has been requested. Additional information received confirmed that the console had issue with multiple ports on the table top illuminator during a vitrectomy surgery. No system message was displayed. The surgery was completed by using the port on the auxiliary illuminator. There was no patient contact.

Manufacturer narrative:
The company service representative noted that during an examination of the system, it was discovered that the reported event was a result of not inserting the tabletop illuminator correctly; therefore, the lamp would not turn on. To resolve this issue, the company service representative readjusted the tabletop illuminator. Unrelated to the reported event, the lamp was replaced as it had reached its limit of hours used. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to user handling. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).